Manufacturer narrative:
The device was not received for evaluation. Therefore, a comprehensive failure investigation was unable to be performed and a probable cause cannot be identified based on the information provided. The lot review was performed and there were no non conformances found that would have contributed to the reported event. Catalog no.

Manufacturer narrative:
The device status is unknown.

Event description:
The customer reported that tego connector experienced a spontaneous disconnection between the valve and venous line that resulted in moderate blood loss (not clinically significant). This occurred during dialysis session. There was patient involvement, but no adverse event, no medical intervention and no delay in critical therapy.